Manufacturer narrative:
Due to character restriction in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display was pinkish. There was no patient involved

Event description:
It was reported during pre-work inspection the cardiosave intra-aortic balloon pump (iabp) reported that the display was pinkish. There was no patient involvement reported and no patient harm or serious injury.

Manufacturer narrative:
Updated fields: b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced. The fse checked the proper functioning of the cables and the equipment and observed no faults. The fse cleaned various cables and reconnected them. The device was returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.